Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash on his back and chest from the lifevest. The irritation was reported to be red and itchy. The patient's doctor prescribed a cream. During a follow up the patient reported that the rash had cleared. No allegation of a device malfunction.